Manufacturer narrative:
Catalogue # was corrected to 2c4705k. Lot # was populated with 15k032. PMA 510k number was corrected to na. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not allow flow of medication. This was identified prior to use. There was no patient involvement. No additional information is available.